Manufacturer narrative:
Corrected data: in the initial MDR in section h10 the comment to address h4 device manufacture date had a typo, it reads as d4, the comment should have addressed h4. Section h4: device manufacture date: unknown, as lot number not provided. Section g7: alternative report identification number: (B)(4). Device evaluation: product testing could not be performed as the product was not returned. The consumer¿s reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. However, a review by formulation number was conducted on batch records for the years 2013-2018 and no unusual observation was found during the review. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Alternative report identification number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as lot number not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after using oxysept to clean his contact lenses, the consumer experienced burning and stinging sensation in his eyes. Per instructions, the consumer left the lenses in the cup overnight and then rinsed with a saline solution before placing the contact lenses in his eyes. The pain required him to seek medical attention. The doctor prescribed drops (name and type of drops not provided) to ease the pain. Reportedly, he has had no ongoing issues. This report captures the event for the neutralizing tablets. A separate report is being submitted for the disinfecting solution.